Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital after receiving a shock for ventricular fibrillation, the patient experienced syncope since the device did not deliver therapy fast enough due to inappropriate programming. Programming changes were made. The patient was stable. The device was explanted and replaced for an unknown reason. No further information is available.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.